Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 122 mg/dl. The customer stated that it is scrolling when attempting to enter the time and the screen looks wet. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.